Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an avia meter, compared to a professional meter, within 10 minutes: 77 mg/dl (aviva) and 226 mg/dl (doctor's meter). No serious injury reported. Requested return of suspect device and replacement was sent.